Manufacturer narrative:
Additional information was received. One day post tavr procedure, the patient had a major bleeding event and 6 units of red blood cells were transfused. The patient was discharged 8 days post procedure. No additional information was available.

Manufacturer narrative:
The device was not available for evaluation. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, given the limited information available, the source and possible contributing factors for the arterial injury could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
(B)(6) study, patient 525. As reported by our affiliates in (B)(4), after successful implant of a 26mm sapien 3 valve in the aortic position by transfemoral approach, an angioplasty was performed with a balloon through the contralateral femoral artery. Hemostasis was prolonged.

Manufacturer narrative:
Additional information was received. It was clarified by the fcs that the angioplasty of the native annulus was performed with a non-edwards 12fr balloon from the contralateral side to facilitate crossing of the delivery system. The physician did not pre-dilate the native annulus prior to valve implantation and had difficulty crossing with the delivery system and valve. The valve was able to be crossed after bav was performed. The difficulty crossing the native annulus was considered to be related to patient factors, and not related to an edwards device. Therefore, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Additional information was received. The transfusion of red blood cells was due to contralateral access site bleeding. The event was considered to be related to patient comorbidities, and not related to an edwards device. At last report the patient was doing well with no re-admission related to bleeding. A corrected supplemental of the bleeding event is being submitted. The report remains for the angioplasty event. Additional information for the angioplasty is not forthcoming. The facility declined to provide additional information.